Manufacturer narrative:
Internal complaint reference (B)(4). Results of investigation: the device, intended use in treatment, was returned for evaluation. A visual inspection confirmed the drill is stuck in the 2.0/2.7mm double-ended drill guide. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur.

Event description:
It was reported that during inspection it was noticed that the 2.0/2.7mm double-ended drill guide has drill fused into it. No case involved.